Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, a micropuncture transitionless stiffened cannula access set¿s sheath separated. The device was used over the 0.018-inch wire included in the set. As the physician attempted to remove the sheath, it separated at the hub and halfway down the sheath. Per the reporter, the physician was able to remove the proximal half of the sheath, as it was still partially attached to the hub; however, the distal half, which ¿sheered¿, was unable to be removed from the patient. The patient was taken to the operating room for removal of the distal portion of the sheath. Additional information has been requested but is not available at this time.